Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). At this time it is unknown if the device will be available for further evaluation. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: after a successful lt total hip arthroplasty, it was reported that upon removal of the epidural closed tip catheter from the patient, all the nurse saw was the spring, no catheter covering the tip. Potentially the tip was left in the patient. Limited information provided.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Multiple unsuccessful attempts were made to obtain a sample. Without the actual device and/or batch number, a thorough investigation could not be performed. Review of the discrepancy management system database was unable to be performed because the lot number was reported as unknown. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.